Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). The device will not be returned as the delivery system and tip were discarded. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment.  Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon.  In this case, the cause of the balloon burst is unknown, however, it may be due to patient factors (severe calcified lvot) and or procedural factors (device manipulation).the cause of the withdrawal difficulty and distal tip separated is related to the balloon burst, withdrawal difficulties and procedural factors (excessive force). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during tavr of 29mm s3 in the aortic position via transfemoral approach, a radial tear was noted on the delivery system balloon due to severe calcified lvot. Upon attempted removal of the delivery system through the esheath, significant resistance was met. The operator pulled the commander delivery system out and the distal tip with part of the balloon attached remained in the patient. Surgical intervention was required to remove the distal tip. The tip was successfully retrieved and the patient's groin was surgically closed.   Per report, the balloon burst upon deployment of the valve.  The patient's annulus area measured for a 29mm s3, however, the lvot (3mm below the level of the annulus) narrowed down to an area that would be consistent with a 26mm valve.  There was also calcium noted in the lvot which may have contributed to the balloon burst.  The valve functioned properly.  The patient is in stable condition.